Event description:
The handheld and flashcard were returned for analysis. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the neurologist¿s handheld device displayed an error message stating ¿error executing sql statement.¿ the flashcard was confirmed to be seated properly. A hard reset was performed but did not resolve the issue. The handheld device and software flashcard have not been returned to date.